Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of nose irritation. The manufacturer was made aware of this complaint through a representative of the customer. There was no serious report of patient harm or injury. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
In the previously submitted report, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of nose irritation. The manufacturer was made aware of this complaint through a representative of the customer. There was no serious report of patient harm or injury. Medical intervention was not specified. In this report, the manufacturer also received information that the patient passed away. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section b, section g, and section h has been updated.